Manufacturer narrative:
The pod was returned with the needle mechanism in the not deployed state. Investigation of the pod data indicates that the pod successfully ran first prime and was then deactivated by the user. The pod ran an expected amount of first prime pulses. The pod would not be expected to deploy before the initiation of second prime. No problem was found.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.